Manufacturer narrative:
The patient gender was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 11 months. (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient had a bacterial infection of the driveline. The treatment included unspecified surgical treatment and unspecified medication. The cause was due to the patient's condition. On (B)(6) 2017, it was reported that bleeding occurred at the driveline's insertion site after a debridement. The patient was transfused with less than 4 units of packed red blood cells. The cause was reported as a lesion or ailment at the bleeding site due to the debridement to treat the driveline infection. No further information was provided.

Manufacturer narrative:
The device remains in use supporting the patient and was not available for evaluation. A specific cause for the reported driveline infection could not be conclusively determined through this evaluation. Infection and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.